Event description:
It was reported that an attempt was made to advance the mini vision through another company's stent (contrary to IFU instructions) in the lm, to treat a distal lesion in the lad. During the attempt, the mini vision stent became dislodged and was free floating in the lm. Another company's 3.5 x 12 stent was used to compress the mini vision stent into the lad vessel wall. There were no pt effects reported.